Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31-jan-2019 with the following findings: during investigation, the black box showed multiple ¿cs088¿ alarms. The battery compartment was cracked below the grip pad, returned battery cap is undamaged and able to fit. The ¿ez-prime¿ steps were performed correctly, the pump alarmed with ¿cs088¿ watchdog alarm during the duration test. Reported ¿cs088¿ complaint is duplicated, pump¿s cover was removed, moisture corrosion was found to the u38 watchdog chip. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 088) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.